Manufacturer narrative:
(B)(4). Additional information: the device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor experienced no flow. This occurred during infusion of an unknown drug. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number 13a032 was manufactured between january 11, 2013 - january 14, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.